Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2017, 8:00pm. The patient detailed that on an unspecified date/time prior to obtaining the alleged erratic results she was experiencing symptoms of ¿chest pressure, fatigue, headaches, sweats and nausea.¿ the patient reported that on (B)(6) 2017, 2:00pm she attended ER and was treated by a healthcare professional (hcp) with humalog insulin and had her blood taken on an ER meter, however she did not recall the results. She reported that on (B)(6) 2017, 8:00pm she obtained alleged glucose results of ¿440, 200 and 320mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages her diabetes with insulin(self-adjuster) and reported that she made no change to her usual diabetes management routine as a result of the alleged product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and correct testing steps were carried out. The test strips were stored correctly and within their expiry date, whilst the test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.